Event description:
The account alleged that the head hi/low is drifting down on the bed.

Manufacturer narrative:
Technical support instructed the account to inspect the head hi/low down and emergency trend valves. Repairs have not been completed.